Event description:
It was reported that the customer received motor error alarms on the insulin pump while priming. The customer's blood glucose was 220mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. He was not able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer also reportedly received a button error alarm, which he declined to troubleshoot as he was already having the insulin pump replaced. Nothing further was reported.